Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via representative that the patient had an grant replacement. Patient stated that she no longer was receiving therapy. Upon interrogation, the battery had 6-12 months left, but the patient also had battery off. Patient and md(medical doctor) discussed and decided to replace the battery. Impedance and battery check. Patient and md discussed end of battery life, and decided to exchange. The issue was resolved at the time of this report. The healthcare professional (hcp) had no further information on this event. Patient had a history of incomplete emptying and retention. Patient status at time of this report was alive with no injury. Surgical intervention occurred. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).